Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: I have received another report of 18g IV needles not retracting by our emergency room staff. The nurse did not note the lot number used unfortunately. I tested some product that was stocked in our ed. Lot # 2335737 one checked and did not retract at all when safety pressed. Lot # 5017277 I checked 5 catheters and 2 of them did not retract fully getting stuck halfway inside the catheter. The other 3 retracted slowly but completely. These are different lots than the prior report made but with ongoing concern this isn¿t a lot specific issue I wanted to add this information to my complaint. Customer response received: I have provided all relevant information various times. The only new information is lot numbers with the same problems as already reported. Prior injuries were reported and there have been no new injuries. It¿s the ongoing failed safety mechanism in the following ways - hard to press button, needle slow to retract, needle gets caught halfway, or needle does not retract at all. I already provided dates of occurrence and lot numbers involved.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number and lot number. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed.

Event description:
No additional information.